Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the trailing haptic did not fold and got wedged between the plunger and nozzle. The lens was still implanted in the patient eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).